Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a nurse put a syringe on "pigtail" of venous drop chamber and blood sprayed from that connection. The machine had a venous pressure alarm. Estimate blood loss was 20 to 30 cc's. Patient had no adverse effects and no medical intervention was required. The patient was able to complete treatment. Sample not available.